Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that, the patient experienced an infection at an insertion site. They were given antibiotic treatment, which resolved the issue. The event occurred on 29 jul 2024. No further information available.